Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator's sense and pace ports were loose. Analysis did find that the upper and lower cases were broken, one bail cover was broken and one missing and that the keyboard was scratched. (B)(4).

Event description:
It was reported that the external pulse generator's sense and pace ports were loose, and were intermittently "flying." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator's sense and pace ports were loose, and were intermittently "flying." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.